Manufacturer narrative:
Additional information was received that the physician suspected device malfunction with the lead but did not specify what kind.

Event description:
A report was received that the device was not functioning and the patient was not receiving adequate stimulation. The physician suspected device malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the device was not functioning and the patient was not receiving adequate stimulation. The physician suspected device malfunction. The patient underwent an explant procedure.